Event description:
On(B)(6) 2012, the reporter contacted animas to report the pump was hot to the touch. The patient noted the battery had been installed upside-down. There was no damage seen to the pump, the battery cap was secure and there was no moisture or corrosion seen in the battery compartment. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed an unusual sudden drop in voltage after three minutes on (B)(4) 2012. No battery was returned with the pump. On examination, the battery compartment and battery cap were intact without damage or evidence of moisture ingress. On testing, the pump powered on normally and was exercised for 1 hour with no overheating occurring. The pump's electrical draw was tested and found to be within specification. The pump was opened for investigation and did not reveal evidence of moisture damage or defect. Investigation confirmed the issue in the pump history but was unable to reproduce the complaint during the investigation.